Manufacturer narrative:
Preliminary results and conclusion of manufacturer's investigation: based on the first information available the report described an unapproved use of the medical device solo supra needle, which is intended to be used for dental procedure. The needle was used in a female patient for a cervix surgery. This medical device is a single-use and non-resterilizable needle only indicated for professional dental use. It consists in a thin siliconized stainless steel cannula sharpened at both ends. The very thin diameter of the cannula is not suitable for surgery such as described in this report. The use of the device outside dental procedure could have been causative factor for the incident. Quality investigations on the needles to determined if there was a quality defect of the device are pending, however the main preliminary root cause for the breakage is considered to be the unapproved use of the device. This is the first report of a needle breakage with solo supra needles. As the incident occured in the context of an intentional use of the device for an unapproved indication, contrary to the information mentioned in the product IFU, no corrective action was implemented.

Event description:
Device fragment embedded v24.0 (the needle snapped in the patient's cervix): from (B)(6) 2021 to (duration: 3day) - serious - unknown. Needle broken v24.0 (needle snapped in the patient's cervix ): from (B)(6) 2021. (Duration: 3day) - serious - recovered/resolved. Intentional device use for unlabeled indication v24.0 (recommends the use of off licence dental syringes for gynaecological use): from 07-may-2021 to - serious - not recovered/not resolved. Spontaneous report, from (B)(6). Local reference: (B)(4). Quality complaint: (B)(4). This initial serious case report was received on 12-may-2021 and follow-up 1 information received on 16-may-2021, both reports from the consultant obstetrician and gynaecologist by email. The report described the use in unapproved indication of the solo supra needle leading to the needle breakage in the cervix tissue, during a local anesthesia for a cervix surgery in a female patient. The needle snapped in the patient's cervix and was retained. She subsequently had to have a general anaesthesia to retrieve it, added on to a 3 day hospital stay. It has been specified that the needle was not bent before use. The needle in its full length was retained and subsequently retrieved. Other information on product: needle size 27g long 0.40x35mm, batch number f10002aa or f09895aa. Quality investigation report was pending. Sender comment: causality assessment on 26-may-2021, on initial information received on 12-may-2021 and follow-up information received on 16-may-2021: seriousness: serious (hospitalisation and required intervention to prevent permanent impairment/damage). Expectedness: embedded device: unexpected gb/us. Needle issue: unexpected gb/us. Intentional device use issue: unexpected gb/us. Causality. Latency - compatible. Recognized association - no. Analysis - based on the first information available the report described an unapproved use of the medical device solo supra needle, which is intended to be used for dental procedure. The needle was used in a female patient for a cervix surgery. This medical device is a single-use and non-resterilizable needle only indicated for professional dental use. It consists in a thin siliconized stainless steel cannula sharpened at both ends. The very thin diameter of the cannula is not suitable for surgery such as described in this report. The use of the device outside dental procedure could have been causative factor for the incident. Quality investigations on the needles to determined if there was a quality defect of the device are pending, however the main preliminary root cause for the breakage is considered to be the unapproved use of the device. Therefore the causal relationship was assessed as unlikely due to the device but more likely due to intentional misuse. Dechallenge - n/a. Rechallenge - n/a. Concluded causality who: unlikely.

Event description:
#1: device fragment embedded v24.0 (the needle snapped in the patient's cervix): from (B)(6)2021 to (duration: 3day) - serious - unknown. #2: needle broken v24.0 (needle snapped in the patient's cervix ): from (B)(6)2021 to (B)(6) 2021 (duration: 3day) - serious - recovered/resolved. #3: intentional device use for unlabeled indication v24.0 (recommends the use of off licence dental syringes for gynaecological use): from (B)(6) 2021 to - serious - not recovered/not resolved. Spontaneous report, from united kingdom. Local reference: #(B)(4). Quality complaint : references #(B)(4). This initial serious case report was received on 12-may-2021 and follow-up 1 information received on 16-may-2021, both reports from the consultant obstetrician and gynaecologist by email. Follow-up #2 received on 21-jul-2021 from sofic by email and follow-up #3 received on 23-jul-2021 from sofic by email. The report described the use in unapproved indication of the solo supra needle leading to the needle breakage in the cervix tissue, during a local anesthesia for a cervix surgery in a female patient. The needle snapped in the patient's cervix and was retained. She subsequently had to have a general anaesthesia to retrieve it, added on to a 3 day hospital stay. It has been specified that the needle was not bent before use. The needle in its full length was retained and subsequently retrieved. Other information on product: needle size 27g long 0.40x35mm, batch number f10002aa or f09895aa. Quality investigation report was pending. The quality investigation report conclude that: no deviation or maintenance intervention with possible impact on the quality/resistance of cannulas happened during the production of these needles batches (f09895aa and f10002aa). The practitioner did not return the impacted devices but returned incompletes boxes for the 2 incriminated batches. Consequently, tests were performed during this investigation was done on the devices returned by the practitioner. No deficiency was observed during the tests performed due to this complaint (cannula breakage). After investigation, a cause is proven: misuse of the devide by the practitioner. Indeed, the needle use is for dental use only and this incident happened during colposcopy, cervix anesthesia (gynecology). Consequently, we recommend a formation/resensibilisation of the practitioner and information of the hospital to the destination of the septoject needle: for dental use only. Follow-up #2 received on 21-jul-2021: additional information provided regarding the quality investigation report. Follow-up #3 received on 23-jul-2021: additional information provided regarding the new quality investigation report (sofic just changed the date at the end of the report). Sender comment: causality assessment on (B)(6) 2021 on initial information received on (B)(6) 2021 and follow-up information received on 16-may-2021: re-evaluated on 27-jul-2021 on additional information received on 21-jul-2021: a. Seriousness: serious (hospitalisation and required intervention to prevent permanent impairment/damage). B. Expectedness: embedded device: unexpected gb/us. Needle issue: unexpected gb/us. Intentional device use issue: unexpected gb/us. C. Causality. A) latency - compatible. B) recognized association - no. C) analysis - based on the results of investigations from qa and information available, no quality defect has been detected on the tested device. The report described an unapproved use of the medical device solo supra needle, which is intended to be used for dental procedure. The needle was used in a female patient for a cervix surgery. This medical device is a single-use and non-resterilizable needle only indicated for professional dental use. It consists in a thin siliconized stainless steel cannula sharpened at both ends. The very thin diameter of the cannula is not suitable for surgery such as described in this report. The use of the device outside dental procedure could have been causative factor for the incident. Consequently, the main root cause for the breakage is considered to be the unapproved use of the device. D) dechallenge - n/a. E) rechallenge - n/a. Concluded causality who: unlikely. Fu#2 and #3 - assessment not changed following qa investigation report.

Manufacturer narrative:
Preliminary results and conclusion of manufacturer's investigation: based on the first information available the report described an unapproved use of the medical device solo supra needle, which is intended to be used for dental procedure. The needle was used in a female patient for a cervix surgery. This medical device is a single-use and non-resterilizable needle only indicated for professional dental use. It consists in a thin siliconized stainless steel cannula sharpened at both ends. The very thin diameter of the cannula is not suitable for surgery such as described in this report. The use of the device outside dental procedure could have been causative factor for the incident. Quality investigations on the needles to determined if there was a quality defect of the device are pending, however the main preliminary root cause for the breakage is considered to be the unapproved use of the device. This is the first report of a needle breakage with solo supra needles. As the incident occured in the context of an intentional use of the device for an unapproved indication, contrary to the information mentioned in the product IFU, no corrective action was implemented. Cause investigation and conclusion: based on the results of investigations from qa and information available, no quality defect has been detected on the tested device. The report described an unapproved use of the medical device solo supra needle, which is intended to be used for dental procedure. The needle was used in a female patient for a cervix surgery. This medical device is a single-use and non-resterilizable needle only indicated for professional dental use. It consists in a thin siliconized stainless steel cannula sharpened at both ends. The very thin diameter of the cannula is not suitable for surgery such as described in this report. The use of the device outside dental procedure could have been causative factor for the incident. Consequently, the main root cause for the breakage is considered to be the unapproved use of the device. Manufacturer final comments: no deviation or maintenance intervention with possible impact on the quality/resistance of cannulas happened during the production of these needles batches (f09895aa and f10002aa). The practitioner did not return the impacted devices but returned incomplete boxes for the 2 incriminated batches. Consequently, tests were performed during this investigation was done on the devices returned by the practitioner. No deficiency was observed during the tests performed due to this complaint (cannula breakage). After investigation, a cause is proven: misuse of the device by the practitioner. Indeed, the needle use is for dental use only and this incident happened during colposcopy, cervix anesthesia (gynecology).

Event description:
#1: device fragment embedded v24.0 (the needle snapped in the patient's cervix): from (B)(6) 2021 to (duration: 3day) - serious - unknown #2: needle broken v24.0 (needle snapped in the patient's cervix ): from (B)(6) 2021 to (B)(6) 2021 (duration: 3day) - serious - recovered/resolved #3: intentional device use for unlabeled indication v24.0 (recommends the use of off licence dental syringes for gynaecological use): from (B)(6) 2021 to - serious - not recovered/not resolved spontaneous report, from united kingdom. Local reference: #(B)(4). Quality complaint : references #(B)(4). This initial serious case report was received on (B)(6) 2021 and follow-up 1 information received on 16-may-2021, both reports from the consultant obstetrician and gynaecologist by email. Follow-up #2 received on 21-jul-2021 from sofic by email and follow-up #3 received on 23-jul-2021 from sofic by email. The report described the use in unapproved indication of the solo supra needle leading to the needle breakage in the cervix tissue, during a local anesthesia for a cervix surgery in a female patient. The needle snapped in the patient's cervix and was retained. She subsequently had to have a general anaesthesia to retrieve it, added on to a 3 day hospital stay. It has been specified that the needle was not bent before use. The needle in its full length was retained and subsequently retrieved. Other information on product: needle size 27g long 0.40x35mm, batch number f10002aa (expiry date: unknown) or f09895aa (expiry date: 30-oct-2025). Quality investigation report was pending. The quality investigation report conclude that: no deviation or maintenance intervention with possible impact on the quality/resistance of cannulas happened during the production of these needles batches (f09895aa and f10002aa). The practitioner did not return the impacted devices but returned incompletes boxes for the 2 incriminated batches. Consequently, tests were performed during this investigation was done on the devices returned by the practitioner. No deficiency was observed during the tests performed due to this complaint (cannula breakage). After investigation, a cause is proven: misuse of the divide by the practitioner. Indeed, the needle use is for dental use only and this incident happened during colposcopy, cervix anesthesia (gynecology). Consequently, we recommend a formation/resensibilisation of the practitioner and information of the hospital to the destination of the septoject needle: for dental use only. Follow-up #2 received on 21-jul-2021: additional information provided regarding the quality investigation report. Follow-up #3 received on 23-jul-2021: additional information provided regarding the new quality investigation report (sofic just changed the date at the end of the report). Sender comment: causality assessment on (B)(6) 2021 on initial information received on 12-may-2021 and follow-up information received on 16-may-2021: re-evaluated on (B)(6) 2021 on additional information received on 21-jul-2021: a. Seriousness: serious (hospitalisation and required intervention to prevent permanent impairment/damage) b. Expectedness: embedded device: unexpected gb/us needle issue: unexpected gb/us intentional device use issue: unexpected gb/us c. Causality a) latency - compatible b) recognized association - no c) analysis - based on the results of investigations from qa and information available, no quality defect has been detected on the tested device. The report described an unapproved use of the medical device solo supra needle, which is intended to be used for dental procedure. The needle was used in a female patient for a cervix surgery. This medical device is a single-use and non-resterilizable needle only indicated for professional dental use. It consists in a thin siliconized stainless steel cannula sharpened at both ends. The very thin diameter of the cannula is not suitable for surgery such as described in this report. The use of the device outside dental procedure could have been causative factor for the incident. Consequently, the main root cause for the breakage is considered to be the unapproved use of the device. D) dechallenge - n/a e) rechallenge - n/a concluded causality who: unlikely fu#2 and #3 - assessment not changed following qa investigation report.

Manufacturer narrative:
Preliminary results and conclusion of manufacturer's investigation: based on the first information available the report described an unapproved use of the medical device solo supra needle, which is intended to be used for dental procedure. The needle was used in a female patient for a cervix surgery. This medical device is a single-use and non-resterilizable needle only indicated for professional dental use. It consists in a thin siliconized stainless steel cannula sharpened at both ends. The very thin diameter of the cannula is not suitable for surgery such as described in this report. The use of the device outside dental procedure could have been causative factor for the incident. Quality investigations on the needles to determined if there was a quality defect of the device are pending, however the main preliminary root cause for the breakage is considered to be the unapproved use of the device. This is the first report of a needle breakage with solo supra needles. As the incident occured in the context of an intentional use of the device for an unapproved indication, contrary to the information mentionned in the product IFU, no corrective action was implemented. Cause investigation and conclusion based on the results of investigations from qa and information available, no quality defect has been detected on the tested device. The report described an unapproved use of the medical device solo supra needle, which is intended to be used for dental procedure. The needle was used in a female patient for a cervix surgery. This medical device is a single-use and non-resterilizable needle only indicated for professional dental use. It consists in a thin siliconized stainless steel cannula sharpened at both ends. The very thin diameter of the cannula is not suitable for surgery such as described in this report. The use of the device outside dental procedure could have been causative factor for the incident. Consequently, the main root cause for the breakage is considered to be the unapproved use of the device. Manufacturer final comments: no deviation or maintenance intervention with possible impact on the quality/resistance of cannulas happened during the production of these needles batches (f09895aa and f10002aa). The practitioner did not return the impacted devices but returned incompletes boxes for the 2 incriminated batches. Consequently, tests were performed during this investigation was done on the devices returned by the practitioner. No deficiency was observed during the tests performed due to this complaint (cannula breakage). After investigation, a cause is proven: misuse of the devide by the practitioner. Indeed, the needle use is for dental use only and this incident happened during colposcopy, cervix anesthesia (gynecology). Correction/amendment: adverse event problem coding has been updated following cases review during safety reports authoring.

Manufacturer narrative:
Preliminary results and conclusion of manufacturer's investigation: based on the first information available the report described an unapproved use of the medical device solo supra needle, which is intended to be used for dental procedure. The needle was used in a female patient for a cervix surgery. This medical device is a single-use and non-resterilizable needle only indicated for professional dental use. It consists in a thin siliconized stainless steel cannula sharpened at both ends. The very thin diameter of the cannula is not suitable for surgery such as described in this report. The use of the device outside dental procedure could have been causative factor for the incident. Quality investigations on the needles to determined if there was a quality defect of the device are pending, however the main preliminary root cause for the breakage is considered to be the unapproved use of the device. This is the first report of a needle breakage with solo supra needles. As the incident occured in the context of an intentional use of the device for an unapproved indication, contrary to the information mentioned in the product IFU, no corrective action was implemented. Cause investigation and conclusion: based on the results of investigations from qa and information available, no quality defect has been detected on the tested device. The report described an unapproved use of the medical device solo supra needle, which is intended to be used for dental procedure. The needle was used in a female patient for a cervix surgery. This medical device is a single-use and non-resterilizable needle only indicated for professional dental use. It consists in a thin siliconized stainless steel cannula sharpened at both ends. The very thin diameter of the cannula is not suitable for surgery such as described in this report. The use of the device outside dental procedure could have been causative factor for the incident. Consequently, the main root cause for the breakage is considered to be the unapproved use of the device. Manufacturer final comments: no deviation or maintenance intervention with possible impact on the quality/resistance of cannulas happened during the production of these needles batches (f09895aa and f10002aa). The practitioner did not return the impacted devices but returned incompletes boxes for the 2 incriminated batches. Consequently, tests were performed during this investigation was done on the devices returned by the practitioner. No deficiency was observed during the tests performed due to this complaint (cannula breakage). After investigation, a cause is proven: misuse of the devide by the practitioner. Indeed, the needle use is for dental use only and this incident happened during colposcopy, cervix anesthesia (gynecology). The case was submitted to FDA on 29-jul-2021, however we received an email from FDA on 19-oct-2021, that summary report box was checked and number of events (noe) was identified as >1 which as per FDA is intended to capture reports submitted in summary format (voluntary malfunction summary reporting (vmsr) program). The email mentioned to re-submit the case with corrections.

Event description:
#1: device fragment embedded v24.0 (the needle snapped in the patient's cervix): from 07-may-2021 to (duration: 3day) - serious - unknown. #2: needle broken v24.0 (needle snapped in the patient's cervix ): from (B)(6) 2021 to (B)(6) 2021 (duration: 3day) - serious - recovered/resolved. #3: intentional device use for unlabeled indication v24.0 (recommends the use of off licence dental syringes for gynaecological use): from (B)(6) 2021 to - serious - not recovered/not resolved. Spontaneous report, from united kingdom. Local reference: (B)(4). Quality complaint : references #(B)(4). This initial serious case report was received on 12-may-2021 and follow-up 1 information received on 16-may-2021, both reports from the consultant obstetrician and gynaecologist by email. Follow-up #2 received on 21-jul-2021 from (B)(6) by email and follow-up #3 received on 23-jul-2021 from (B)(6) by email. The report described the use in unapproved indication of the solo supra needle leading to the needle breakage in the cervix tissue, during a local anesthesia for a cervix surgery in a female patient. The needle snapped in the patient's cervix and was retained. She subsequently had to have a general anaesthesia to retrieve it, added on to a 3 day hospital stay. It has been specified that the needle was not bent before use. The needle in its full length was retained and subsequently retrieved. Other information on product: needle size 27g long 0.40x35mm, batch number f10002aa or f09895aa. Quality investigation report was pending. The quality investigation report conclude that: no deviation or maintenance intervention with possible impact on the quality/resistance of cannulas happened during the production of these needles batches (f09895aa and f10002aa). The practitioner did not return the impacted devices but returned incompletes boxes for the 2 incriminated batches. Consequently, tests were performed during this investigation was done on the devices returned by the practitioner. No deficiency was observed during the tests performed due to this complaint (cannula breakage). After investigation, a cause is proven: misuse of the device by the practitioner. Indeed, the needle use is for dental use only and this incident happened during colposcopy, cervix anesthesia (gynecology). Consequently, we recommend a formation/resensibilisation of the practitioner and information of the hospital to the destination of the septoject needle: for dental use only. Follow-up #2 received on 21-jul-2021: additional information provided regarding the quality investigation report. Follow-up #3 received on 23-jul-2021: additional information provided regarding the new quality investigation report ((B)(6) just changed the date at the end of the report). Sender comment: causality assessment on 26-may-2021 on initial information received on 12-may-2021 and follow-up information received on 16-may-2021: re-evaluated on 27-jul-2021 on additional information received on 21-jul-2021: a. Seriousness: serious (hospitalisation and required intervention to prevent permanent impairment/damage). B. Expectedness: embedded device: unexpected gb/us. Needle issue: unexpected gb/us. Intentional device use issue: unexpected gb/us. C. Causality: a) latency - compatible. B) recognized association - no . C) analysis - based on the results of investigations from qa and information available, no quality defect has been detected on the tested device. The report described an unapproved use of the medical device solo supra needle, which is intended to be used for dental procedure. The needle was used in a female patient for a cervix surgery. This medical device is a single-use and non-resterilizable needle only indicated for professional dental use. It consists in a thin siliconized stainless steel cannula sharpened at both ends. The very thin diameter of the cannula is not suitable for surgery such as described in this report. The use of the device outside dental procedure could have been causative factor for the incident. Consequently, the main root cause for the breakage is considered to be the unapproved use of the device. D) dechallenge - n/a. E) rechallenge - n/a. Concluded causality who: unlikely. Fu#2 and #3 - assessment not changed following qa investigation report. The case was submitted to FDA on 29-jul-2021, however we received an email from FDA on 19-oct-2021, that summary report box was checked and number of events (noe) was identified as >1 which as per FDA is intended to capture reports submitted in summary format (voluntary malfunction summary reporting (vmsr) program). The email mentioned to re-submit the case with corrections.